Manufacturer narrative:
The impella cp was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was to be implanted with impella cp for mechanical circulatory support. All standard practices were used. A shot sheath impella was used. The impella was inserted and floated up due to tortuous anatomy. The impella was buckling and was unable to advance. The decision was made to remove the impella and use a long peel away sheath. A new sheath was used from another kit. The groin was shot and dissection was noted to the iliac artery. The decision was made to gain contralateral access. The device was sitting outside of body for approximately 15 minutes and clots were noted on the tip of pigtail. The decision was made to use a new impella cp.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Vascular dissection: the cause of vascular dissection was unable to be determined as limited clinical details were provided. Failure to advance: the cause of failure to advance was most likely was patient condition related. Pd-cannula assembly- (twist, bent, kinked): the cause of pd-cannula assembly- (twist, bent, kinked) was most likely was patient condition related. Patient device interaction problem the cause of patient device interaction problem was most likely was patient condition related.